Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). At the time of the report, the device breakage, dysmenorrhoea, back pain and menorrhagia outcome was unknown. The reporter considered back pain, device breakage, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). At the time of the report, the device breakage, dysmenorrhoea, back pain and menorrhagia outcome was unknown. The reporter considered back pain, device breakage, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010: essure confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), breakage. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.